Manufacturer narrative:
Device evaluated by MFR: the device was requested for return but was not provided.

Event description:
The initial reporter complained of a questionable inr result for 1 patient tested on a coaguchek xs pro compared to the sta-neoplastine ci-plus 10 laboratory method. At 9:07 am the result from the meter was 6.9 inr and the laboratory result from a venous sample that was collected at the same time as the meter result was 4.1 inr. The patient's therapeutic range is 2 - 3 inr. There was no allegation of an adverse event. The patient was not known to have any hematocrit concerns, is not on heparin, lovenox, or thrombin inhibitors, does not have antiphospholipid antibodies, no changes in diet or medication, no illnesses, and no bruising or bleeding noted. The customer's meter and test strips were requested for return. The customer's meter was returned. Replacement products were sent. Retention test strips were measured with the returned meter with liquid qc of a low level. The obtained results were in the allowed range. No error messages occurred during the investigation. Testing results: qc 1: 1.2 inr, qc 2: 1.1 inr, qc 3: 1.1 inr. Relevant retention test strips (lot 353502) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods. The investigation did not identify a product problem. The cause of the event could not be determined.